Event description:
The customer obtained (B)(6) elevated architect total (B)(6) results for two samples. The following initial and repeat results were provided: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Was this device serviced by a third party? No. Patient identifier: multiple = (B)(6). Section a patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Review of trending data identified no trends for the product. Device history record review did not identify any non-conformances or deviations with the complaint lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide and suggested that the performance of the lot is acceptable. Inhouse testing determined that the specificity performance is not negatively impacted. Based on our investigation, we have determined that there is no systemic issue or deficiency with the architect total b-hcg reagent lot.